Event description:
The customer reported that after the correct installation of the disposable, a leak on the centrifuge belt was detected after 80% of the procedure was completed. Patient information is not available at this time. This report is being filed due to the customer filing a sae report with their local authorities.

Event description:
No medical intervention was required for this event. (B)(6).

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the disposable tubing set was returned to terumo bct for evaluation of root cause. Leak testing confirmed the presence of a pinhole leak on the channel, located at the perimeter weld near the (collect) connector. Root cause: investigation of the disposable set confirmed that the cause of this tubing set leak was a weld failure of the channel at the location of the collect connector. Corrective/preventive action: terumo bct has implemented lot release testing on the spectra optia channels to reduce the occurrence of this failure mode. Disposables manufacturing increased lot release testing in may 2011 and forward. A sample of channels from each manufacturing channel lot is selected and life tested. Life testing involves loading the spectra optia loop and channel assembly into a machine and running the centrifuge at maximum speed while fluid is circulating through the assembly until the assembly leaks. If the life testing results do not meet the required specification, the entire lot of channels are discarded. Channels are not consumed in product for sale unless they pass the requirements for the product.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that related to this event.